Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (power issue) issue. It was reported that the pump battery life indicator fluctuated from three bars, to two bars, and back up to three with the same battery in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on 04/14/2015 with the following findings: a review of the pump black box data revealed no evidence of voltage fluctuations. During a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap secured properly to the pump, and a power loss was not observed. During testing, the battery life indicator remained consistent and did not fluctuate. The pump was powered with an external power source with no abnormalities, and a low battery warning was induced at the proper voltage. Current draws measured within specifications. The pump case was removed, and no evidence of moisture ingress or loose components was found. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.